Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Insulin was able to travel through the fluid path successfully. The downloaded data of the pod¿s run was corrupted, showing no physical data or pulse widths, despite the device being returned deployed. It could not be determined what caused this failure and whether or not it attributed to the customers reported symptom. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 250 mg/dl while wearing the pod for longer than 48 hours in the infusion site (abdomen). Patient had moderate ketones. As treatment, patient continued to administer insulin, removed the pod, and applied a new pod.